Event description:
Customer reports obtaining results of 234 mg/dl and hi within 10 minutes on the same device. Within another 2 minutes, customer received another results of hi and took 2 units of novalog as a result. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.